Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. A 4.00mm /1.5cm /140cm small peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon third inflation at 10 atmospheres within 30 seconds. The device was removed without problem with the usual method and the procedure was completed with another of the same device. There were no complications reported and the patient was in good condition after the procedure.

Manufacturer narrative:
A2 - age at time of event: 18 years or older. Device evaluated by manufacturer: the device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the device was subjected to positive pressure. A balloon longitudinal tear was identified beginning approximately 4mm distal of the proximal markerband and extending approximately 6mm distally across the balloon material. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. The rated burst pressure for this device is 12 atmospheres (as per spcb flextome specification). A visual and tactile examination found the hypotube to be completely detached at the distal edge of the strain relief. The hypotube was also found to be kinked at more than one location. This type of damage is consistent with excessive force being applied to the device. A visual investigation identified no damage or any issues with the markerbands or tip of the device that could potentially have contributed to the complaint incident. No other issues were identified during the product analysis.

Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified popliteal artery. A 4.00mm /1.5cm /140cm small peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured upon third inflation at 10 atmospheres within 30 seconds. The device was removed without problem with the usual method and the procedure was completed with another of the same device. There were no complications reported and the patient was in good condition after the procedure.